Manufacturer narrative:
(B)(4). Physio-control recommended the customer permanently remove the device from service due to the age of the device and the lack of repair options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no patient use associated with the reported issue.